Event description:
It was reported that the customer's pump experienced a malfunction, specifically displaying malfunction code 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to reset the pump with assistance from technical support, but the issue persisted. Consequently, technical support decided to replace the pump, and the customer opted to use a backup insulin pump that is still under warranty.